Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation 'vibrations' were not going where they were suppose to and that this started occurring around 2 months prior to the report. On (B)(6) 2018 the patient reported that they could not get their ins working correctly and that it was going 'wacky.' The patient felt better with the stimulation off than with it on. During the call the patient had it on and was 'jumping around' all over the place and the patient could not adjust it correctly. The patient was directed to their hcp. No further complications were reported.